Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously high troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system. Samples from 9 patients were treated for accu tni and initial results were in the range of: 0.51ng/ml to 1.61ng/ml. The samples were retested and repeated results were in the range of 0.00ng/ml to 0.46ng/ml. The samples were then filtered and re-tested once more and the filtered results matched the repeated results (0.00ng/ml to 0.46ng/ml). In addition, there was one pt with an initial accu tni result of 0.20ng/ml and 0.56ng/ml upon repeat. The sample from this pt was filtered and then retested and a result of 0.35ng/ml was obtained. The erroneous results were reported out of the lab and questioned by several cardiologists. The customer did not report pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects samples in plastic greiner lithium heparin tubes with gel and centrifuges at ">3,500" rcf for 8 minutes. All specimens in question were normal in appearance and were sampled from the primary tubes. All accu tni samples are run on reagent pipettor #2. Qc was within specifications during the time of the event. The customer site has a bci trained biomedical engineer that was assigned to work on the instrument. Despite some work performed, the instrument performance was not satisfactory and a field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and noted problem with luminometer which needed high voltage adjustment and change of led settings. The fse performed substrate decontamination. Per fse, qc was performed during the service visit with good results. The fse verified the instrument per established procedures. The fse told the customer that the biomedical engineer should perform a preventive maintenance (pm) to the instrument. Although hardware is a likely cause of this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.